Manufacturer narrative:
No protege stent delivery systems, ancillary devices or procedural summaries from the procedures were received. A single photographic image of a cine image was provided for evaluation. The cine image is of the deployed gps 14mm by 20mm at the ostium of the saphenous vein. Less than half of 20mm length stent is in apposition with the vein wall. A guidewire is visible in the cine and runs through the center of the stent. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use the protégé gps a 6fr non-medtronic sheath and a 3j non-medtronic guidewire to treat a lesion at the mid short saphenous vein. No tortuosity was reported. As per IFU with no issues identified. The lesion was not pre-dilated, no resistance or excessive force was used. It was reported the stent jumped and was deployed at an unintended lesion site, the physician attempted to use a second stent to overlap the deployed stent but was unable as the first stent dislodged before it could be deployed. A snare was used to retrieve the dislodged stent. All components were removed from the patient. The patient did not receive the second stent